Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the device showed that the glass cap exhibits a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The glass cap exhibits moderate devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Based on the circumferential fracture observed, the reported event is confirmed. The fiber proximal to fracture can rotate independently of the metal cap. The device was functionally tested with helium-neon (hene) laser fixture. The testing conducted showed that the aim beam was observed at the output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during photoselective vaporization of prostate, fiber was blinking. No error codes were displayed at this point. The procedure was completed without difficulties with a second fiber. The physician did ensure appropriate distance from fiber to tissue. The irrigation was positioned at least 106 cm higher than the level of endoscope. The flow valve opened and the fluid was observed to be coming out of metal cap. No patient complications were reported. Analysis of the device identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Based on the observed circumferential the potential for forward firing.